Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported an inaccuracy during a spinal fusion using o-arm imaging. The site was using a percutaneous pin for reference and performed a 3d spin with the o-arm. The surgeon placed the first screw without issue. When placing the second screw, the surgeon noted that he felt navigation was approximately 7mm inaccurate, displaying the probe position inferior to the actual position of the probe. The remainder of the screws were placed without use of navigation. After completion, another o-arm spin was performed, and the surgeon felt that it displayed the same amount and direction of inaccuracy as the previous spin. The surgeon successfully completed the procedure. There was no impact to the pt outcome reported.